Manufacturer narrative:
(B)(4) - evaluation of the returned product found that only the receiver was returned. There are loose parts inside the alarm case. There is duct tape over half of the speaker. The receiver was tested with a good motion detector and there was no alarm tone coming from the receiver when the motion detector is set to remote. (B)(4).

Event description:
The customer reported that the receiver will not sound when motion is detected on the motion sensor even with new batteries, no visible signs of damage. This was reported to be discovered during set up while the caregiver was still at the bedside and there was no patient incident or injury reported. Inspection of the returned product found that there is no alarm tone coming from the receiver when the motion detector is set to remote.